Event description:
It was reported that the customer received no delivery alarms on the insulin pump. She stated this persisted despite changing the set. Her blood glucose was not known. During a 5.0 unit fixed prime, insulin reportedly did not exit. After the customer was advised to disconnect and reconnect the infusion set and reservoir, insulin exited with a manual prime. It was explained, the pump was working as designed ant the alarm was caused by a connection issue. The customer then reported that a button on the insulin pump was not consistently responding. The insulin pump had not been exposed to moisture. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.